Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had a broken plunger piston. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak luer-lock syringe had a broken plunger piston. No serious injury or medical intervention was reported.

Manufacturer narrative:
It has been received one sample of 30ll lot 1803271 with open blister and 2 pictures for investigation. Upon visual inspection of the sample and 2 pictures received it can be observed the thumb press of the syringe is broken and the broken piece is inside the blister. DHR of lot 1803271 has been reviewed not finding any annotation or deviation regarding the alleged defect. Plunger was damaged because it was hit or any obstruction happened in equipment or transport systems during assembly process. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit or any obstruction happened in equipment or transport systems during assembly process.